Event description:
My complaint is with the bd insyte autoguard IV catheter. The design of this product makes it overly difficult to properly insert an IV in a pt in an emergency setting. The design is intended to provide more safety to the provider, but I believe the risk is normal to begin with. This product features an automatic, spring-loaded retracting needle which is supposed to be safer than the older style that allowed the provider to manually retract the needle at a controlled rate. The older style -made by the same company- made for a much higher success rate of IV access, which can be critical for pts in an emergency . I don't feel that I'm any safer with the auto-retracting needle; I only feel that the ivs are much harder to obtain.